Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-07444, 07445. It was reported, the pt was unable to feel stimulation. Troubleshooting determined the pt had a program that was providing stimulation, but it was ineffective. The sjm representative met with the pt and determined contact 1-9 were invalid. It was reported a lead pull out was the suspected issue, however, an x-ray had not been taken to confirm the issue. It was reported surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.